Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a duet's patient line tubing disconnected from the 3-way stopcock.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.